Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinders were microscopically examined and leak tested. The first cylinder presented a hole, resulting in fluid loss, in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder body. Both cylinders presented wear at folds in the proximal end, the middle, and the distal end of the cylinder. The second cylinder did pass the leak testing performed. Examination of the pump found the poppet rod was misaligned in the pump. The pump was unable to be functionally tested due to the poppet rod misalignment, but the pump did pass leak testing. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a device that was not working as intended. Two weeks later, the patient underwent surgical intervention to revise the device and found a crack in the pump connecting tube. The pump and cylinder were replaced, and there were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a device that was not working as intended. Two weeks later the patient underwent surgical intervention to revise the device and found a crack in the pump connecting tube. The pump and cylinder were replaced, and there were no patient complications reported.